Event description:
During spinal fusion surgery, a small piece of the back of the cage of the redondo l system broke off during its insertion. The surgeon was able to advance the implant to the desired position. The surgeon felt comfortable completing the surgery, as planned, with this device. There was no injury to the patient.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. See scanned page.